Event description:
It was reported the rigid video scope had image fault issue with distal end during set up. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: charged coupled device (r-unit) was broken and the image is smear and discolored. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the r-unit was broken and therefore the image is smear and discolored (image fault issue with distal end). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.